Event description:
Tubing separation reported. The pt, who was approx 6-10 yrs old, was hooked up to IV tubing in the emergency room and an unspecified antibiotic hung. The pt was taken to x-ray for a procedure. Some unspecified time later, the radiology personnel called for a nurse from ER to come to x-ray where she found "quite a puddle" of blood and IV fluid on the bed. The tubing was changed to solve the problem. The nurse did not follow-up with this pt when he returned to the ER, and does not remember who the primary nurse was, so has no further info on how the pt was or if any treatment was required. Customer could not identify the product list number involved with this incident. No further info was available.